Event description:
"Rn set pump to infuse 5 ml/hr insulin drip. At the end of one hour pump had infused approx 70 ml, although display window was still showing 5 ml/hr". According to the facility's rn, there was no pt injury. No additional info available.